Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro that the customer reported leaking at the level of the clave. The customer stated there was a defective tree when connecting chemotherapy. There was patient involvement, however no report of adverse event.

Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. No device history review (DHR) was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. Additional information in section d10.